Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "one breast is flatter than the other. And that, it may have been punctured".

Event description:
Patient reported, "pain in one breast" and "one breast is flatter than the other. And that, it may have been punctured". Unknown side. Device remains implanted.